Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web embolization device was used in an unspecified procedure. The web device was tested with the wdc controller per the IFU, and a green light was displayed indicating the circuit was good. Upon completion of testing and device prep, the web device was advanced and placed in the aneurysm. The wdc controller was connected to the end of web device to initiate the detachment sequence, and no lights were visible. Multiple attempts were made to remove and reattach the wdc controller the web pusher wire with neither light was visible. A second wdc controller was opened and attached to web device and still no light was visible. The web device was resheathed and removed from the patient and the case was completed with another web device. There was no report of harm or injury to the patient.

Manufacturer narrative:
Investigation conclusion the investigation of the returned web system found the proximal connector bent at the solder joints. Continuity testing could not be performed due to the bend in the proximal connector preventing the device from properly connecting to the returned and in-house detachment controllers. The unit did not pass resistance testing; furthermore, the black lead wire was found broken at the distal solder joint, which is consistent with non-detachment. The lead wire break is consistent with the device experiencing force that exceeded the strength of the solder joint causing the lead wire to separate from the solder joint. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector bend, but this damage is consistent with the device experiencing forces exceeding the proximal connector's yield strength. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.